Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a damaged battery was confirmed and reproduced during product evaluation. The assignable cause was depleted main batteries as a result of use error. The main batteries and battery harness were replaced to correct the reported condition. The user interface module software version is 5.09.90. A service history review revealed that this device was previously serviced for damaged battery. During previous service the batteries and harness were replaced. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).the device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility reported a colleague infusion pump with a malfunction of damaged battery. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. The user interface module software version of this pump is currently unknown. No additional information is available.